Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: culture report dated (B)(6) 2014 for specimen of abdominal wound obtained on (B)(6) 2014 states: ¿light growth of stap aureus methicillin sensitive (mssa)" CT abdomen with contrast dated (B)(6) 2014 states: ¿1. No evidence of abdominal wall hernia at this time. 2. Aortoiliac atherosclerotic disease. 3. Bilateral common iliac vein filters.¿ medical records dated (B)(6) 2014 state: ¿he returns to discuss the results of the CT scan and what to do next. Within his wife and discussed that there is no evidence of hernia and evidence however of edema around the edges of the mesh on both sides. She does note that the incision is stopped closing and leaving a defect at his 6 x 4 cm. Pros and cons of trying to excise the mesh were discussed along with bring up the skin for primary closure which included course risks of infection. I would not advocate removing all the mesh since this would lead to higher chance of recurrence and in addition the bowel appears to be adherent to the underside of the mesh. He states that he really does not want like to assess his wife states it is getting depressed again and anxious about this long problem with recurrent hernias. He would like for me to explore the wound and I explained would remove as much mesh as possible but not enter the abdominal cavity at all possible.¿ medical records dated (B)(6) 2014 state: ¿physical exam-abdomen: inspection and palpation: no guarding or rebound tenderness and non-distended. Hernia: the wound is clean open area is 6 x 3 cm. The edges are tender and firm and I believe consist of mesh that probably is infected and causing him the increased amount of pain ..¿ discharge summary dated (B)(6) 2014 indicates patient was admitted to the hospital on (B)(6) 2014 for ¿1. Infected abdominal wall mesh, 2. Hypertension. The records state: ¿this is a 53-year-old white male who had undergone a ventral hernia repair previously, developed infected mesh, and underwent revision with excision of most of the mesh. He did well until 2 to 3 weeks prior to admission which he developed pain along the edges above the mesh that was exposed. He was admitted for excision. This was accomplished on (B)(6) 2014, which mesh was excised. Primary wound closure accomplished. Postoperative course relatively uneventful. He is discharged home with a penrose drains in place. Percocet for pain. On levofloxacin 500 mg daily and follow up my office in 4 days.¿ medical records dated (B)(6) 2014 indicate patient was seen in emergency room for ¿..complaints of abdominal pain.¿ ¿the symptoms/episode began/occurred 3 week(s) ago. Modifying factors: the symptoms 14:57 are alleviated by nothing, the symptoms are aggravated by turning to side. Severity of pain: in the emergency department the pain a 7 / 10. Had 5 surgeries by dr.(B)(6) for hernia. Had post op infection. Noting fluid build up in abdomen, has had to have drained in dr. (B)(6) office in the past. Sharp pain to right abdomen worse when turning to right side. "Just don't feel right". "Weakness in legs" "not sleeping due to the pain" .. The patient presents with abdominal pain that is diffuse. The symptoms do not radiate. Associated signs and symptoms: pertinent positives: diarrhea, pertinent negatives: fever, nausea, vomiting. The symptoms are described as sharp. The patient has experienced similar episodes in the past. The patient has not recently seen a physician.¿ medical records dated (B)(6) 2014 state: ¿abdomen/gi: inspection: abdomen appears normal, bowel sounds: normal, in all quadrants, palpation: soft, in all quadrants, mild abdominal tenderness, in all quadrants, rebound tenderness, is not appreciated, incision well approximated, no erythema, no drainage, no warmth.¿ medical records dated (B)(6) 2014 state: ¿assessment: gi: abdomen is non- distended well healed midline incision with scabbing at top. Patient states he au [sic] had last surgery 3 weeks ago for hernia repair with biomesh. States has had 5 previous surgeries for abdominal hernia and "body has rejected mesh" each time. C/o pain to right upper quadrant especially with movement and feel like he has "fluid" in lower abdomen. Bowel sounds present x 4 quads. Abd is soft and non tender.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative report dated (B)(6) 2012 indicates the patient underwent esophagogastroduodenoscopy and colonoscopy with snare polypectomy. Postoperative diagnosis ¿hiatal hernia, grade I to ii reflux esophagitis, status post gastric bypass surgical type changes. Difficult to evaluate anatomy because of bypass gastric surgery type changes¿.¿ records prior to(B)(6) 2012, including the origin of the incisional hernia, prior treatment of the incisional hernia with mesh, and details from the ¿multiple abdominal surgeries¿ noted in the (B)(6) 2014 records, records from the laparoscopic cholecystectomy in the 1980¿s, records from the gastric bypass noted in the (B)(6) 2014 records, and records detailing the ¿absent spleen and gallbladder¿ noted in the (B)(6) 2014 radiology report, were not provided. Progress note dated (B)(6) 2014 indicates patient seen for chief complaint of hernia. Records state ¿abdomen - ventral hernia at the mid portion of the incision. Easily reducible. Defect is 4cm across.¿ records also state ¿he has an incisional hernia. It is symptomatic and therefore needs to be repaired. His in an excellent candidate for a laparoscopic repair.¿ progress note dated (B)(6) 2014 indicates patient seen in follow up post op. Records state ¿doing well post op. He may return to his usual activities.¿ records also state ¿he has worsening dysphagia and epigastric pain. He has had a gastric bypass. I believe barium swallow is indicated to better evaluate his anatomy.¿ progress note dated (B)(6) 2014 indicates patient seen in follow up for chief complaint ¿worsening dysphagia and emesis with eating.¿ progress note dated (B)(6) 2014, post op hernia. Record states: ¿he is doing well. No problems. Minimal pain. No bowel problems. The incisions are healing well without any sign of infection. The abdominal wall is solid.¿ medical records for hospital admission (B)(6) 2014 to (B)(6) 2014 indicate patient admitted with abdominal pain, post operative ileus, post op seroma s/p drainage by ir. Records also state ¿patient was subsequently underwent excision of the mesh w[sic] hematoma noted above and below mesh, partial sbo [small bowel obstruction] resolved with lysis of adhesions.¿ operative report dated (B)(6) 2014indicates the patient underwent removal of mesh, lysis of adhesions, and closure with mesh. The records state: ¿the abdomen was opened through the previous midline incision. This was carried down to the fascia and then the fascia incised. There was a hematoma mass on top of the mesh, mesh being quite loose. This was removed along with numerous areas of suture that had produced thickened fascia. The mesh was then encountered. It was dissected back to its edges, removing sutures and tacks that held the mesh in place.¿ the records dated (B)(6) 2014continue: ¿when the mesh was removed there was a film of hematoma and fibrous tissue with small bowel adherent to this. Beginning at the edge the small bowel was identified and dissected off this hematoma pseudocyst wall. There was one area where the small bowel was quite adherent and kinked producing a partial obstruction. This was taken down and adhesions removed along with all of the mesh.¿ the operative records dated (B)(6) 2014 state: ¿skin was dissected back 10cm from the edge of the fascia circumferentially and then the fascia was closed with running #1 pds beginning at the top and bottom. Onlay of physiomesh 15 x 20 cm was then placed over the suture line and sutured at its edge with running #1 pds. A round jackson-pratt drain was brought in through a separate stab incision. The wound was closed using interrupted 3-0 vicryl in the subcutaneous tissue and skin clips for the skin.¿ a pathology report dated (B)(6) 2014 regarding specimens collected (B)(6) 2014state: ¿procedure: remove mesh in abdomen. Clinical history: abdominal pain, postop complication, infected mesh. Specimen list: abdominal mesh, ventral hernia mesh.¿ ¿diagnosis: abdominal wall, ventral hernia, mesh removal: soft tissue with fibrosis, adherent fibrin and mild acute and moderate chronic inflammation. Prosthetic mesh material with associated fibrosis and moderate chronic inflammation including foreign body giant cell reaction.¿ the operative report dated (B)(6) 2014 detailing removal of a mesh was not provided. Gross examination from the (B)(6) 2014 pathology report states: ¿the specimen is received in a single formalin filled container labeled¿"ventral hernia mesh" and consists of 2 portions of mesh material and adherent soft tissue. One piece measures 21.0 x 16.5 x up to 0.6 cm in thickness. The majority of the mesh material has a thickness of 0.1 cm. The other fragment of mesh material with associated soft tissue measures 7.5 x 6.0 x up to 1.4 cm in thickness. Metallic coils are associated with the larger portion of mesh material. The coils have an outer diameter of 0.3 cm. The smaller fragment has associated blue suture material. Also present within the container are 2 fragments of membranous-like soft tissue measuring 11.3 x 5.0 x 1.5 cm and 7.3 x 4.2 x 1.0 cm. These tissues appear to exhibit adherent fibrin. The soft tissues are sectioned to reveal no discrete lesions. Representative sections of the tissue associated with the prosthetic mesh material as well as the separate fragments of soft tissue are submitted in cassette 1a.¿ the pathology report indicates two types of mesh material were received for evaluation. However, operative records detailing the implant of a second type of mesh device were not provided. A culture report dated (B)(6) 2014 regarding specimens collected (B)(6) 2014 state: ¿culture, anaerobic bacteria with gram stain. Gram stain. Source: abdomen. 1. No white blood cells. 2. No epithelial cells. 3. No organisms seen.¿ ¿anaerobic culture. Source: abdomen. Result/comment: no growth.¿ medical records dated (B)(6) 2014 indicate patient seen in follow up post op. The records state: ¿he is approximately 10 days post op laparotomy for partial sbo post repair of an incisional hernia. He required excision of mesh and seroma with new mesh insertion. Doing well no specific complaints.¿ the records also state ¿staples removed 180cc of serum aspirated from incision. Good repair thus far.¿ medical records dated (B)(6) 2014 indicate patient seen in follow up of hernia repair. The records state: ¿ reaccumulation of fluid in hernia repair site.¿ the records also state: ¿insertion of jp drain. Skin prepped and drapped 1% lidocaine injected small lncision made with #18 round jp inserted obtained 300 cc serous fluid. Drain secured with 3-0 nylon connected to bulb. Return when drainage less than 20cc per day.¿ medical records dated (B)(6) 2014 indicate patient seen in follow up post op. The records state: ¿he returns for followup of drainage of the seroma in his inclsional hernia repair. He has had significant drainage early however at the present time the drainage is down to less than 25 cc per 24 hours. He is having a good deal pain with the drain being in place the last 4 days. On exam the incision looks good there is no evidence of any infection the drain is removed without difficulty. These to increase his activity level as tolerated he will come back if significant reaccumu!ation occurs.¿ medical records dated (B)(6) 2014 state: ¿unfortunatelly [the patients] seroma has become infected. My pain is a wound vac and hopefully save the mesh.¿ the records also state: ¿he is complaining of some redness and pain with drainage of the upper part of his incision. States he has had discomfo1tfor the past several days. He recently underwent excision of a previousiy placed mesh that was producing a bowel obstructlon and had been [sic] mesh inserted. There is large amount of serous drainage which was controlled by a we¿ll [sic] a jp drain. The wound looked clean and satisfactory until today.¿ the medical records dated (B)(6) 2014 continue: ¿abdomen: inspection and palpation: nicely healing midline incision however at the top is a 2 cm area just to the left of the incision is draining some purulent material this was anesthetized and opened and revealed infected serous fluid.¿ operative report dated (B)(6) 2014 indicates the patient underwent debridement of the skin and subcutaneous tissue with placement of the wound vac. The records state: ¿previous incision site ws opened and the cavity encountered beneath the subcutaneous tissue. The skin and tissue was opened exposing the cavity. The mesh was noted to be intact. The area was irrigated. Cultures have been obtained previously. Wound vac was then cut to size and placed in the abdomen.¿ the discharge summary dated (B)(6) 2014state: this ¿is a 53 year old male who was previously admitted with a history of having undergone repair of a recurrent incisional hernia utilizing mesh, however, he had persistent symptoms of partial bowel obstruction and seroma formation of the mesh, both anteriorly and inferiorly. He underwent excision of the infected mesh with placement of physiomesh and primary wound closure. A drain was placed and removed on postoperative day #3. He continued to have seroma formation.¿ the (B)(6) 2014 records continue: ¿a second drain was inserted and removed when the drainage stopped. He presented today with redness in the upper part of the incision. He was taken to the operating room. The wound was opened and a wound vac placed. He was discharged home on antibiotics at the present, awaiting for cultures, and home health to see the patient on management of the wound vac.¿ medical records dated (B)(6) 2014 state: ¿he had presented with infection following repair in paris [tn]. This required removal and temporary closure of his abdomen. A separation component repair wiath [sic] on lay mesh was done on 10/17/14 and follow up CT confirms intact repair. The only problem has been his heavy requirement for narcotics which he no longer needs for this surgery. He has a small seroma which is normal for an operation of this magnitude and I will follow him intil [sic] that is resolved.¿ the medical records dated (B)(6) 2014 also state: ¿on exam he has a small amount of residual seroma. In the upper part of his incision there still is some drainage that¿s been present for some time. On closer examination this appeared to be a suture and was grasped and cut with scalpel and was a vicryl suture. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1994, 1932, 1930, 3191 used for ¿wound drainage¿ and ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: the known medical records span august 20, 2012 through november 20, 2014, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: obesity. Iron deficiency anemia. Hypertension. Seizure disorder. Migraines. Osteoarthritis. Hiatal hernia. Smoker. ­ one pack per day x 40 years. Prior surgical procedures: 1980¿s: laparoscopic cholecystectomy. 2003: splenectomy. 2003 and 2005: gastric bypass. 2007: hernia repair with mesh. Implant preoperative complaints: (B)(6) 2014: ¿complains of a bulge on his abdomen. It is enlarging. He has occasional tenderness and nausea. He denies any blood in his stool. He has had multiple abdominal surgeries. He had a hernia repaired previously. Mesh was used.¿ implant procedure: laparoscopic incisional herniorrhaphy with mesh for treatment of a recurrent incisional hernia. Implant: gore® dualmesh® plus biomaterial (11011152/1dlmcp06) 18cm x 24cm. Implant date: (B)(6) 2014 (hospitalization dates unknown]. Description of hernia being treated: ¿there were noted to be multiple hernia defects, the lowest one at the umbilicus, the second one just superior to this, and then a larger one at the superior aspect of the previous incision.¿ implant size and fixation: ¿a piece of gore-tex [sic] was obtained. This was 18 x 24 cm; 6 transfascial sutures were placed around the periphery, approximately equal distance apart. It was then rolled and inserted into the abdomen through the 12-mm port site. It was then unrolled. Transfascial sutures were placed through individual stab incisions, and these were tied. The mesh covered the hernia defects and overlapped by approximately 4 cm on all sides. The mesh was then further secured using laparoscopic tacks. These were placed approximately1 cm apart around the entire periphery of the mesh.¿ post-operative period: [two weeks]: ­ (B)(6) 2014: ¿some pain still. No bowel problems. No fevers. He is having some difficulty swallowing.¿ ¿the incisions are healing well without sign or symptom of infection. The abdominal wall is solid.¿ ¿doing well post-op.¿ relevant medical information: (B)(6) 2014: ¿doing well post op. He may return to his usual activities.¿ (B)(6) 2014: esophagram: ¿hiatal hernia and reflux.¿ (B)(6) 2014: ¿no hernia in either groin. No hernia at the umbilicus. No bruits.¿ (B)(6) 2014: ¿the incisions are healing well without any sign of infection. The abdominal wall is solid.¿ explant preoperative complaints: (B)(6) 2014: ¿hernia repair fluid collecting.¿ (B)(6) 2014: ¿abdominal seroma drainage under CT guidance and conscious sedation¿ for ¿large seroma adjacent to the anterior abdominal wall hernia mesh repair.¿ ­ ¿successful CT guided placement of 12-french drainage catheter into a loculated seroma/hematoma without complication.¿ (B)(6) 2014: CT abdomen with contrast: ¿markedly redundant anterior abdominal wall hernia mesh with decreased size of seroma from (B)(6) 2014. Small bowel obstruction improved in appearance.¿ (B)(6) 2014: microbiology: ¿source: seroma drainage.¿ ¿no growth 3 days.¿ explant procedure: ¿removal of mesh, lysis of adhesions, and closure with mesh.¿ explant date: (B)(6) 2014 [hospitalized (B)(6) 2014 through (B)(6) 2014]. ¿the abdomen was opened through the previous midline incision. This was carried down to the fascia and then the fascia incised. There was a hematoma mass on top of the mesh, mesh being quite loose. This was removed along with numerous areas of suture that had produced thickened fascia. The mesh was then encountered. It was dissected back to its edges, removing sutures and tacks that held the mesh in place. When the mesh was removed there was a film of hematoma and fibrous tissue with small bowel adherent to this. Beginning at the edge the small bowel was identified and dissected off this hematoma pseudocyst wall. There was one area where the small bowel was quite adherent and kinked producing a partial obstruction. This was taken down and adhesions removed along with all of the mesh. Skin was dissected back 10cm from the edge of the fascia circumferentially and then the fascia was closed with running #1 pds beginning at the top and bottom. Onlay of physiomesh 15 x 20 cm was then placed over the suture line and sutured at its edge with running #1 pds. A round jackson-pratt drain was brought in through a separate stab incision. The wound was closed using interrupted 3-0 vicryl in the subcutaneous tissue and skin clips for the skin.¿ records confirm that a non-gore device was implanted during the (B)(6) 2014 procedure. Relevant medical information: (B)(6) 2014: pathology: ¿prosthetic mesh material with associated fibrosis and moderate chronic inflammation including foreign body giant cell reaction.¿ (B)(6) 2014: microbiology: no white blood cells. No epithelial cells. No organisms seen.¿ ¿anaerobic culture: no growth.¿ (B)(6) 2014: ¿10 days post op laparotomy for partial sbo [small bowel obstruction] post repair of an incisional hernia. He required excision of mesh and seroma with new mesh insertion. Doing well no specific complaints.¿ ¿staples removed 180cc of serum aspirated from incision. Good repair thus far.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11011152. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluation codes: conclusion code remains unchanged. Additional narrative/corrected data: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6). Esophagram report. History: dysphasia, abdominal pain. Findings: the swallowing mechanism is intact. No penetration or aspiration was appreciated. The esophageal mucosal pattern is normal. There is small sliding hernia, and marked spontaneous gastroesophageal reflux was observed to the level of the thoracic inlet. No abnormal esophageal dysmotility, dilatation, stricture, intraluminal filling defect or mass lesion is seen. Impression: hiatal hernia and reflux. Imaging records dated 5/1/2014 state an esophagram was performed for a history of dysphagia and abdominal pain. ¿impression: hiatal hernia and reflux..¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged. H10/11: added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medicfal records and are as follows: records prior to 2014, including the origin of the incisional hernia, prior treatment of the incisional hernia with mesh, details from the ¿multiple abdominal surgeries¿ noted in the (B)(6) 2014 records, records from the gastric bypass noted in the (B)(6) 2014 records, and records detailing the ¿absent spleen and gallbladder¿ noted in the (B)(6) 2014 radiology report, were not provided. Operative records dated (B)(6) 2014 state the patient underwent laparoscopic incisional herniorrhaphy with mesh for treatment of a recurrent incisional hernia. The records state: ¿the patient is a 53-year-old male who has had multiple abdominal surgeries. He had previous hernia repair with mesh. He now presents with multiple recurrent hernias; therefore, repair is indicated.¿ the (B)(6) 2014 operative report states: ¿there were multiple adhesions to the anterior abdominal wall. These were taken down bluntly and sharply. A final 12-mm port was then placed in the right lower quadrant. Once all the adhesions were taken down, this included omental and small bowel adhesions, the abdominal wall was evaluated. There were noted to be multiple hernia defects, the lowest one at the umbilicus, the second one just superior to this, and then a larger one at the superior aspect of the previous incision. A piece of gore-tex [sic] was obtained. This was 18 x 24 cm; 6 transfascial sutures were placed around the periphery, approximately equal distance apart. It was then rolled and inserted into the abdomen through the 12-mm port site. It was then unrolled. Transfascial sutures were placed through individual stab incisions, and these were tied. The mesh covered the hernia defects and overlapped by approximately 4 cm on all sides. The mesh was then further secured using laparoscopic tacks. These were placed approximately 1 cm apart around the entire periphery of the mesh. Once this was completed, the operative field was reevaluated and noted to be hemostatic. There were no other abnormalities identified. The preliminary port site fascia was reapproximated using o vicryl and a cone suture passer.¿ the records indicate a gore dualmesh® plus biomaterial (lot number 11011152) was used during the procedure. Operative records dated (B)(6) 2014 state the patient underwent ¿esophagogastroduodenoscopy with cold biopsy and balloon dilation of anastomotic stricture at the gastrojejunostomy.¿ postoperative diagnosis states: ¿anastomotic stricture.¿ ¿the patient is a 53-year-old male who recently underwent a hernia repair. Several weeks later began having worsening dysphagia, initially to solids, subsequently to liquids. He had a barium swallow which revealed severe narrowing at gastrojejunostomy from a gastric bypass procedure he had had performed many years ago; therefore, upper endoscopy was indicated with possible dilation.¿ findings from the procedure state: ¿1. Anastomotic stricture at gastrojejunostomy. 2. Gastritis. 3. Postoperative changes from gastric bypass surgery.¿ emergency department records dated (B)(6) 2014 state the patient presented with abdominal pain. ¿diagnosis: abdominal pain, generalized ¿ [status post] hernia repair fluid collecting.¿ records dated (B)(6) 2014 state the patient underwent ¿abdominal seroma drainage under CT guidance and conscious sedation¿ for a history of ¿large seroma adjacent to the anterior abdominal wall hernia mesh repair.¿ the records state: ¿after local administration of 10 ml of lidocaine, 19 gauge needle was inserted into the seroma. Only 10 ml of serosanguineous fluid was aspirated. Images obtained post catheter placement revealed that part of the catheter was outside of the seroma cavity. The catheter was removed. A 12-french drainage catheter was then inserted inferior to the mesh into the cavity. Only 80 ml of serosanguinous fluid was aspirated. The catheter was secured to the skin with a single suture of zero silk and connected to a suction drainage bag. Images obtained post procedure confirmed proper positioning of the catheter.¿ ¿successful CT guided placement of 12-french drainage catheter into a loculated seroma/hematoma without complication.¿ records dated (B)(6) 2014 state a CT with contrast of the abdomen and pelvis was performed. ¿findings: compared to prior study of (B)(6) 2014. There is a drainage catheter present in the dependent most portion of a seroma associated with anterior abdominal wall mesh which has decreased in size. This measures 3.4 cm x 10 cm x 20 cm in maximal ap, transverse, and cephalocaudal dimensions. Markedly redundant appearance of the mesh with no areas of discontinuity.¿ ¿multiple dilated small bowel loops with air-fluid levels present and transition point to normal caliber ileum.¿ ¿impression: 1. Markedly redundant anterior abdominal wall hernia mesh with decreased size of seroma from (B)(6) 2014. 2. Small bowel obstruction improved in appearance.¿ a microbiology report dated (B)(6) 2014 regarding specimens collected (B)(6) 2014state: ¿(B)(6) 11:03 source seroma drainage. 0-2 white blood cells. Rare gram positive occi. 6/19 8:45 no growth 1 day. (B)(6) 8:03 no growth 2 days. 6/21 10:08 no growth 3 days.¿ a pathology report dated (B)(6) 2014regarding specimens collected (B)(6) 2014state: ¿procedure: remove mesh in abdomen. Clinical history: abdominal pain, postop complication, infected mesh. Specimen list: abdominal mesh, ventral hernia mesh.¿ ¿diagnosis: abdominal wall, ventral hernia, mesh removal: soft tissue with fibrosis, adherent fibrin and mild acute and moderate chronic inflammation. Prosthetic mesh material with associated fibrosis and moderate chronic inflammation including foreign body giant cell reaction.¿ the operative report dated (B)(6) 2014 detailing removal of a mesh was not provided. Gross examination from the (B)(6) 2014 pathology report states: ¿the specimen is received in a single formalin filled container labeled¿"ventral hernia mesh" and consists of 2 portions of mesh material and adherent soft tissue. One piece measures 21.0 x 16.5 x up to 0.6 cm in thickness. The majority of the mesh material has a thickness of 0.1 cm. The other fragment of mesh material with associated soft tissue measures 7.5 x 6.0 x up to 1.4 cm in thickness. Metallic coils are associated with the larger portion of mesh material. The coils have an outer diameter of 0.3 cm. The smaller fragment has associated blue suture material. Also present within the container are 2 fragments of membranous-like soft tissue measuring 11.3 x 5.0 x 1.5 cm and 7.3 x 4.2 x 1.0 cm. These tissues appear to exhibit adherent fibrin. The soft tissues are sectioned to reveal no discrete lesions. Representative sections of the tissue associated with the prosthetic mesh material as well as the separate fragments of soft tissue are submitted in cassette 1a.¿ the pathology report indicates two types of mesh material were received for evaluation. However, operative records detailing the implant of a second type of mesh device were not provided. A culture report dated (B)(6) 2014regarding specimens collected (B)(6) 2014state: ¿culture, anaerobic bacteria with gram stain. Gram stain. Source: abdomen. 1. No white blood cells. 2. No epithelial cells. 3. No organisms seen.¿ ¿anaerobic culture. Source: abdomen. Result/comment: no growth.¿ operative records dated (B)(6) 2014 state the patient underwent removal of mesh and primary closure for a postoperative diagnosis of infected mesh.¿ the records state: ¿an elliptical incision was made that encompassed the edges of the skin and umbilicus. Beneath this was found raised infected areas of mesh. With scalpel these areas were taken down 1 point the abdominal cavity was entered the small bowel was then dissected off the anterior abdominal wall and previous mesh without difficulty. Once all the areas had been debrided closure was accomplished by multiple interrupted figure-of-eight 1. Pds sutures. The skin had been dissected back away from the skin edges. One-inch penrose drain was then placed in the wound exiting inferiorly. The skin was then was over the drains with multiple skin staples.¿ operative records dated (B)(6) 2014 state the patient underwent ¿component separation with onlay strattus mesh¿ for a postoperative diagnosis of wound dehiscence. The records state: ¿there is noted to be wound dehiscence in the inferior portion the previous repair. The small bowel was dissected free of the surrounding attachments and reduced internally. Component separation technique was then begun by undermining the skin back to the anterior axillary line on both sides. The fascia was then opened from the rib down to the umbilicus on both sides and separated from the musculature which relieved all of tension. The defect was then closed with a running 1. Pds. The piece of stratus mesh was then placed on lying on top of the component separation stretching from each edge of separation and from top of the prior incision down to the umbilicus. This was secured them superiorly inferiorly and laterally with for 1. Pds running suture. A round jackson-pratt drain was then placed in the wound and brought out through a separate incision.¿ the records indicate a non-gore device was used during the procedure. Operative records dated (B)(6) 2014state the patient again underwent ¿component separation with onlay strattus mesh¿ for a postoperative diagnosis of wound dehiscence. ¿there is noted to be wound dehiscence in the inferior portion the previous repair. The small bowel was dissected free of the surrounding attachments and reduced internally. Component separation technique was then begun by undermining the skin back to the anterior axillary line on both sides. The fascia was then opened from the rib down to the umbilicus on both sides and separated from the musculature which relieved all of tension. The defect was then closed with a running 1. Pds. The piece of stratus mesh was then placed on lying on top of the component separation stretching from each edge of separation and from top of the prior incision down to the umbilicus. This was secured them superiorly inferiorly and laterally with for 1. Pds running suture. A round jackson-pratt drain was then placed in the wound and brought out through a separate incision. Sponge instrument and needle count reported as correct the subcutaneous tissue was then approximated bilaterally with interrupted 2-0 vicryl sutures and then skin clips for the skin.¿ the records indicate a non-gore device was used during the procedure. Records dated (B)(6) 2014 state an abdominal CT with contrast was performed for a clinical history of abdominal pain. Findings include: ¿surgical clips at the level of the proximal stomach. The gi tract is otherwise unremarkable. No free air or fluid. Bilateral common iliac vein filters are present. Aortoiliac atherosclerotic calcifications. Evidence of previous ventral hernia repair with grossly intact mesh. Small amount of fluid noted surrounding the lower aspect of the mesh. No peripheral enhancement.¿ ¿impression: 1. Evidence of previous ventral abdominal hernia repair, with grossly intact mesh, with small amount of fluid surrounding the mesh which may reflect postoperative sterile seroma. Infection cannot be completely excluded. 2. Lumbosacral spine degenerative changes. 3. Aortoiliac atherosclerotic disease. 4. Bilateral common iliac vein filters.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/20/2012, including the origin of the incisional hernia, prior treatment of the incisional hernia with mesh, details from the ¿multiple abdominal surgeries¿ noted on (B)(6) 2014 records, records from the laparoscopic cholecystectomy in the 1980¿s, records from the gastric bypass noted on (B)(6) 2014 records, and records detailing the ¿absent spleen and gallbladder¿ noted on (B)(6) 2014 radiology report, were not provided. Progress note dated on (B)(6) 2014 indicates patient seen for chief complaint of hernia. ¿he complains of a bulge on his abdomen. It is enlarging. He has occasional tenderness and nausea. He denies any blood in his stool. He has had multiple abdominal surgeries. He had a hernia repaired previously. Mesh was used. Past surgical history: lap chole 1980s, gastric bypass 2005, splenectomy 2003, hernia repair with mesh 2007, back surgery x 6 (1980s-2000s). Past medical history: significant for: hypertension, migraines, arthritis.¿ ¿smokes 1ppd for about 40 years. Counseled to cease smoking. Doesn¿t drink.¿ abdominal exam notes state: ventral hernia at the mid portion of the incision. Easily reducible. Defect is 4 cm across.¿ ¿he has an incisional hernia. It is symptomatic and therefore needs to be repaired. His in an excellent candidate for a laparoscopic repair.¿ records dated on (B)(6) 2014 state: ¿some pain still. No bowel problems. No fevers. He is having some difficulty swallowing.¿ ¿incision: the incisions are healing well without sign or symptom of infection. The abdominal wall is solid.¿ ¿doing well post-op.¿ progress note dated on (B)(6) 2014 indicates patient seen in follow up post op. Records state ¿doing well post op. He may return to his usual activities.¿ records also state ¿he has worsening dysphagia and epigastric pain. He has had a gastric bypass. I believe barium swallow is indicated to better evaluate his anatomy.¿ imaging records dated on (B)(6) 2014 state an esophagram was performed for a history of dysphagia and abdominal pain. ¿impression: hiatal hernia and reflux.¿ progress note dated on (B)(6) 2014 indicates patient seen in follow up for chief complaint ¿worsening dysphagia and emesis with eating.¿ abdominal exam notes state: ¿soft. Non-tender, non distended. Normal bowel sounds.¿ ¿no hernia in either groin. No hernia at the umbilicus. No bruits.¿ ¿based on his barium swallow he appears to have an anastomotic stricture. He needs to undergo an egd.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2014 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014 and (B)(6) 2014, additional procedures whereby explant of the alleged gore device were performed. It was reported the patient alleges the following injuries: abdominal pain, wound drainage, chronic inflammation, infection, mesh removal, loss of consortium. Additional event specific information was not provided.